Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported via a medwatch report # mw5167502 on 19-mar-2025, which stated: "cracked j loop (ref mc33038), leaking during insertion of IV (intra venous). Unable to verify lot number. Due to two packages being opened. It was either lot number: 14121331 or 14149841." There was no patient harm.

Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the crack is due to a material issue on a vendor supplied part. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.